Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a (B)(6) trial device for treatment of non-obstructive urinary retention; trial began (B)(6) 2018. It was reported the trial patient stated that she has a urinary tract infection. No further complications were reported or are anticipated.